Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2019 with the following findings:review of the black box data revealed evidence of unexplained power on reset event recorded on (B)(6)2019. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap securely in place, the pump powered on normally and was exercised for 12 hours without error, alarm, warning or power interruption. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the power complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.